Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the jar was received via ups in the original product packaging with the safety seal broken. Upon opening the jar, no damage was observed along the threads of the lid and jar. Dried glutaraldehyde was found on the threads. Visual inspection showed remnants of the gasket material stuck along the rim of the jar. Pits along the gasket are consistent with the remnants that remain attached to the rim of the jar. Per the event, a piece of particulate that appears to be from the gasket is observed inside the jar. The outer packaging box with the foam inserts and freeze watch indicator was inadvertently discarded after the product was received. Without the temperature indicator, further observations cannot be performed note: due to the receipt condition, a torque assessment of the alleged ¿the jar lid was difficult to open¿ could not be performed. The particulate was removed and sent to mecc analytical chemistry department for ft-ir analysis. The sample was received between two glass slides that were taped together and labeled. The particle was removed and placed on a gold coated slide for testing. This particle was analyzed using the bruker invenio ftir and hyperion ii microscope using the ge-uatr accessory. This particle was spectroscopically consistent with polydimethylsiloxane. Conclusion: a review of the device history record shows that this device met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. Based on the manufacturing assessment, it was confirmed the device complied through all manufacturing process requirements and inspection criteria specifications were met. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D9. The suspect device was received for analysis. H6. Device code was updated. The product analysis remains in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during preparation for a transcatheter aortic valve replacement procedure, upon opening the valve jar which contained this evproplus-29 valve, the jar lid was difficult to open and the gasket seal was stuck to the top of the glass jar. While opening the jar lid, part of the gasket seal fell into the glutaraldehyde solution. The valve was never implanted and was replaced by a different product. There was no patient involvement. Additional information was received to report the difficulty opening the jar lid likely resulted in loose particulate from the jar lid seal/gasket.

Manufacturer narrative:
Updated data: d4 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during preparation for a transcatheter aortic valve replacement procedure, upon opening the valve jar which contained this evproplus-29 valve, the jar lid was difficult to open and the gasket seal was stuck to the top of the glass jar. While opening the jar lid, part of the gasket seal fell into the glutaraldehyde solution. The valve was never implanted and was replaced by a different product. There was no patient involvement.